Event description:
It was reported that during ureteroscopy procedure, the fiber snapped between the wet towel at the knee of the stirrups and the entrance port of the scope. The fiber broke and burned the physician, who had to leave surgery and receive medical attention for the burns. The burn was mild to moderate and was treated with diagnostic ultrasound of the hand and bandaged after. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Burns are a known inherent risk of device use as stated in the instructions for use. Based on the information available, a conclusion code of quality control deficiency was assigned to this investigation.

Event description:
It was reported that during ureteroscopy procedure, the fiber snapped between the wet towel at the knee of the stirrups and the entrance port of the scope. The fiber broke and burned the physician, who had to leave surgery and receive medical attention for the burns. The burn was mild to moderate and was treated with diagnostic ultrasound of the hand and bandaged after. The procedure was completed with another fiber without patient complications.